Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0012880298 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle segments. During visual inspection of the array segment, an exposed electrode wire, an inverted array, and a kinked the spiral array pebax tube were observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity testing revealed an open loop on the electrode 3 wire. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, electrode wire 3 was observed to be broken. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the catheter did not pass the returned product inspection due to a broken electrode wire, kinked and torn proximal arm of the pebax tube, an exposed electrode wire, an inverted spiral array, and a dislodged nitinol array wire from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, most electrodes were noisy and appeared not to be connected or sending signal. The catheter connection was reseated and the pins on the pin block were checked, but this did not resolve the issue. The catheter was replaced, after which signals were transmitted again. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.